Event description:
Kimberly-clark received a report stating, "loss of cuff pressure after 2-4 days of intubation. No patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is not yet completed. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. We are unable to evaluate the device as it was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.